Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of pulmonary embolism and deep vein thrombosis had a filter deployed below the renal veins. Approximately three years four months post filter deployment, CT scan performed for questionable migration of the filter demonstrated an angulated filter with multiple struts extending beyond the caval wall with one limb in a subintimal location of the aorta. The patient was scheduled for filter retrieval. The internal jugular vein and the common femoral artery were accessed. Initial aortogram demonstrated a filter limb extending into the aorta. Two umbrella type grasping devices were positioned; however, the hook was unable to be grasped as it was embedded into the lateral aspect of the vena cava. The filter was pulled back into the luminal portion of the vena cava with some difficulty and one retrieval device was damaged and replaced. The superior aspect of the filter was grasped and the filter was removed. Completion cavogram did not demonstrated any injury to the vena cava. Follow up aortogram demonstrated active blood entering a 2-3 mm pseudoaneurysm of the aortic wall and an aortic cusp was placed to seal the aorta. Completion angiogram demonstrated resolution of the pseudoaneurysm. The catheter was removed and the patient was transferred to the intensive care unit in stable and satisfactory condition. The patient was discharged one day post filter removal. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter, perforation of the ivc, and removal difficulties. Additionally, the investigation is inconclusive for migration. Per the medical records, the filter was tilted and embedded in the vena cava with limbs perforating the ivc. These issues most likely contributed to the retrieval issues. However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated, and perforated. The filter was removed percutaneously. The status of the patient is unknown.